Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when performing pounds per square inch (psi) test, the device never alarms and never gave more than 20psi on the gauge. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was duplicated. The cause was traced to a failure of the downstream occlusion (dso) sensor, and the expulsor and valves were not holding the pressure to register the downstream occlusion. The dso sensor and expulsor assembly were replaced to address this issue.